Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that the patient fell and was told the pacemaker has to be replaced as it's "not working." Further follow-up did not yield any additional relevant information regarding this event. No further patient complications were reported as a result of this event.